Manufacturer narrative:
Per the cartridge instructions for use: replace the cartridge every 48 hours if using humalog; every 72 hours if using novolog. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump battery depleted rapidly and customer's blood glucose (bg) was elevated (value not provided). The infusion set was replaced and a bolus was delivered to address bg. Customer did not know cause of elevated bg. Although multiple attempts were made by tandem technical support to obtain additional information, customer did not reply.